Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? How many sutures were broken in each box in this single procedure during use ? Were there any patient consequences ? Procedure date? Device return status/follow up? Note: events reported in (B)(4).

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, the suture broke when he did the anastomosis. The procedure was completed with another suture of the same batch. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two needle/suture pieces of product code 8706 were received for evaluation and body fluids, damaged on the surface and the end were noted cut appear to be by use of surgical instrument and functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch plj663, 8706h56 and no non-conformances were identified.